Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was noise on the atrial lead causing inhibition. There was no change in sensing, threshold or impedance since implant. The lead was extracted on (B)(6) 2018. Patient was stable post procedure.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. External insulation abrasion was noted at 10.4cm to 10.7cm from the connector pin consistent with lead friction to the device can and the reported event.